Event description:
It was reported by the pt's legal counsel that the pt received a tka on (B)(6) 2007. On (B)(6) 2008, the pt's implants were revised due to pain.

Manufacturer narrative:
Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be updated.